Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found the lcd on pcb to be blank, and enclosure was cracked by water tank cover. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Device tank was filled with water, and powered on. The reported customer complaint was confirmed, as the tank cover was found to have cracks. The problem source has been determined to be user interface.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had leaked water, broken front cover, bad lcd. No patient involvement.